Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2021, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and stated they needed an MRI of their back. The facility would not do an MRI without the -updated ID card. The patient said they got a replacement system on (B)(6) 2021 but they didn't know the model and serial number. The patient said they couldn't communicate with the device because they fell and broke the new lead. It hadn't worked for more than a year. The patient was redirected to their doctor to get the model and serial number of the new stimulator and lead. The patient was advised they would need to be able to put their device into MRI mode in order to have an MRI and if they couldn't then they wouldn't be able to have one. The patient's updated address and phone number were sent to device registration. Additional information was received from the patient. They called back and repeated information regarding how they had a replacement ins implanted but they didn't know the model or serial number. The patient stated they had already contacted their implanter and the manufacturer representative (rep) but hadn't gotten anywhere. The patient's reason for calling was because they had a missed call from someone who they assumed had information about the replacement ins. It turned out the patient did not know who called them. The patient noticed that they had a voice message then disconnected the call.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the issue was initially caused by normal battery depletion. No additional information regarding cause/steps taken/etc. Was received.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead; serial#: unknown; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and urge incontinence. It was reported that the patient needed an MRI and indicated they knew they had an MRI-safe system. The patient was asked if they had received a newer implant than 2019 and they indicated that they had. It was reviewed that the patient would need to communicate with the device to check the model and serial and MRI eligibility. The patient reported that their first lead broke a couple years ago and it was replaced, the one it was replaced with also broke after a fall. The patient indicated that it didn't work and could not be communicated with due to lead breakage. The patient reported a manufacturer representative (rep) was made aware of this because they were present for the surgeries. It was reviewed that the patient should still be able to communicate with the implanted device. The patient stated that the smart programmer and communicator were not charged because they each only lasted about 6 hours. It was reviewed that the external devices would need to be charged in order to move forward and the patient disconnected.